Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Device evaluation is identified that there was a short circuit on the ECG pcb. The ECG pcb was refurbished. The battery door was updated. The circuit boards were inspected. The device was tested on a simulator and the performance and power on tests passed. The root cause was determined to be a damaged spo2 connector and the ECG pcb and traces had been removed. There is a probability that this occurred during the previous repair; however, this cannot be confirmed. The short occurred due to the connector intermittently contacting other components. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the unit was overheating, the battery was generating a lot of heat and smells like smoke. There was no report of patient involvement. No additional information is available.